Event description:
During preventative planned maintenance, a shift of approximately 3mm was found in the gt direction. Two weeks earlier, a planned replacement of the ionchamber cable was performed and difficulties were encountered re-positioning the collimator assembly. Hospital procedures did not perform film checks after the collimator was refitted.

Manufacturer narrative:
Elekta does not have any details for the two weeks of clinical use prior to this fault being detected, the hospital has raised a "near incident" report. The issue is still under investigation.